Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00072, -00073.

Event description:
Allegedly, patient was revised due to: pain; mobility issue; socket failed; reaction to the material.